Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, since the customer was able to resolve the issue. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.